Event description:
On april 11, 2024, the lay user/patient contacted lifescan (lfs) united states, alleging that his onetouch ultra2 meter displayed inaccurate readings. The complaint was classified based on the customer care agent documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording, since the patient disconnected the call and declined to provide further information during a follow-up attempt. It was not reported when the alleged meter issue began, and no specific readings were provided. It was not reported if the patient takes medication to manage his diabetes or if he made any changes to his usual diabetes management regimen in response to the alleged issue. During the initial call, the patient indicated he was hospitalized due to the alleged issue and reported receiving a blood glucose result of ¿hi¿ on the hospital meter (above 600 mg/dl) and a lab result which they ¿couldn¿t believe how high it was¿. It was not reported what treatment the patient received. During the initial call, the patient mentioned he was not feeling fine. No further information was provided as the patient disconnected the call. The patient declined to complete the troubleshooting process. This complaint is being reported because the patient reportedly required hospitalization for an acute complication of diabetes while using the product. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.